Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, high out of range, hv lead impedance alert was observed. Further testing and programming changes were recommended, patient monitoring will continue.

Manufacturer narrative:
(B)(4).